Event description:
Double armed 2-0 v-5 suture was found broken upon opening the package.

Manufacturer narrative:
The following elements have blank data: [device identifier (di):] for type of device: suture, nonabsorbable, synthetic, polyethylene.

Event description:
Double armed 2-0 v-5 suture was found broken upon opening the package.

Event description:
Double armed 2-0 v-5 suture was found broken upon opening the package.